Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), there was a high threshold and no telemetry. Due to this the device was repositioned. Eventually, the device was pulled out of the body and interrogated on the operating table with no problems. A new device was used and a good position with good electrical results was found. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.